Event description:
It was reported that when searching for a device the programmer went to a black screen and generated an error message. Follow-up determined that the error was not able to be cleared and the programmer was replaced in order to complete the device interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer generated an error and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the system fan was noisy and it was replaced. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that when searching for a device the programmer went to a black screen and generated an error message. Follow-up determined that the error was not able to be cleared and the programmer was replaced in order to complete the device interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.